Manufacturer narrative:
Based on the claim against the product by the customer noting instrument carriage on usm 2 was stuck, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse found guiderail screw became unfasted which caused the dead to catch on the backside of the carriage. The isi fse replaced the usm 2 to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi has received the usm part, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the instrument carriage on universal surgical manipulator 2 (usm) was stuck halfway on the insertion axis. The customer removed the drape, after checking for drape binding below the carriage, and attempted to manually move the carriage while undraped. The carriage was stuck and would not move. The system logs showed a brake test failure that had occurred prior to the start of surgery on usm2 axis3. The isi tse recommended power cycling, if possible, reseating the brake and attempting to free the carriage. The customer was not able to power cycle during the ongoing procedure. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the nurse informed after the arm failed the surgeon converted to laparoscopic. There were no additional ports placed or increase in size. There was no harm to the patient. The patient tolerated the conversion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The universal surgical manipulator (usm) was analyzed, and the reported failure was confirmed and replicated. During a visual inspection of the usm was found to have the top three screws of the insertion rail protruding and damage on the rail. The insertion linear rail would be replaced. The complaint regarding insertion axis was stuck was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.